Event description:
The patient reported a slight increase in frequency. The patient reported she used to go 5-6 times throughout the day but now she goes 8-9 times. The patient stated when she left the hospital they had set her to 7.0v which turned out to be too high for her so she turned it back down to 5.0v and was resolved. The patient asked if she needed to turn up her stim to help with the increase in frequency. Additional information received twelve days later indicated the cause that contributed to the increased urinary frequency was bladder infection. The patient took bladder infection medication to resolve the increase urinary frequency. It was noted that the increased frequency has not all the way been resolved. The patient would be going back to the health care provider next week. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported they were having urinary frequency since friday (B)(6) 2018. Patient stated that the doctor gave them a shot on the day of the report for a kidney infection and they prescribed oral medication to take. Patient stated they had taken 3 pills but their symptoms were not getting better. Patient had been on program 1 since implant at 0.7v and patient increased to 0.9v today but they had not seen an improvement in symptoms since the increase in stimulation. It was noted that patient had not had any falls or traumas but was diagnosed with a kidney infection and given a shot /oral medication on the day of the report. Patient was redirected to follow up with health care professional (hcp) if symptoms continue. It was recommended for patient to try to increase stimulation and if that does not work then consult with their doctor about changing the program. No further patient complications were reported/ anticipated as a result of this event.